Event description:
A (B)(6) y/o pt, (B)(6) 2017 had laparoscopic hiatal hernia repair with mesh and fundoplication. Pt had a 3-0 pds suture needle break off during the procedure and retained in the diaphragm. Surgeon made attempts to retrieve needle at time of initial procedure without success. On (B)(6) 2017, pt underwent successful laparoscopic removal of retained needle with fluoroscopic guidance.